Event description:
The customer contacted heartsine to report a pad-pak malfunction. This may result in device failing to power on, which may delay or prevent defibrillation. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. During evaluation, the device was unable to be switched on with the returned pad-pak. A test pad-pak was inserted into the device and the device passed an auto self-test, but no status led was observed and the device could not be powered off via the on/off button. The device was disassembled for inspection and corrosion was observed on multiple tracks and screws. The root cause of the reported issue was due to corrosion damage of the membrane tail. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report a pad-pak malfunction. This may result in device failing to power on, which may delay or prevent defibrillation. There was no patient involvement reported with this event.